Manufacturer narrative:
The 350mm lrg botella bipolar forceps (cev133) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Evaluation of the bipolar forceps has determined the electrode had broken at the cutting attachment point of the machining. The point of attachment on the plate during machining can cause a point of weakness on the electrode during cutting.

Event description:
N/a.

Event description:
It was reported that the jaws of the forceps/350mm lrg botella bipolar forceps (cev133) broke in the patient. The fragments were removed from the operating field without difficulty. It was reported that there was no consequence for the patient's health; however. A delay of less than 30 minutes occurred.

Manufacturer narrative:
Customer primary email: (B)(6). An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.